Event description:
A report was received that during product analysis, it was discovered that the patient¿s leads were fractured. The patient had a non-device related fall.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. The complaint has been confirmed. Sn (B)(4) has six broken cables and sn (B)(4) has seven broken cables. The cables were fractured at the bent/kinked portion of the lead where the clik anchors were positioned.